Event description:
Related manufacturer reference number: (B)(4). It was reported a patient presented to the emergency room with inappropriate shocks from their right ventricular (rv) lead after having been run over by a car. The right ventricular (rv) lead and atrial lead were explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.